Event description:
It was reported through ilet monthly survey that the user experienced high glucose of 401 mg/dl throughout the day, which was resolved after changing the teflon 23-inch infusion set, consistent with a device use issue associated with infusion delivery on the ilet system. Investigation of this case revealed no confirmed device malfunction and an inconclusive root cause. Symptoms included elevated ketones and polydipsia associated with hyperglycemia. Outcomes included no medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.